Event description:
It was reported that while learning to use the ilet pump, the user's caregiver pulled out the patch from the infusion set, after which another inset was applied and therapy continued without impact on blood glucose; this aligns with a use-of-device problem involving the infusion set, and the user received replacement supplies and education. There were no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and that the issue related to device use rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.